Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0skvd, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. Product ID: 3889-28, lot# va0ry96, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator. It was reported that the "implant failed" and they were removing the leads.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.